Event description:
Boston scientific crm received information that this left ventricular lead displayed pacing impedance measurements of greater than 2000 ohms. It was noted that this patient was in the hospital due to heart failure related issues that the patient's physician believed was related to the patient's disease state.

Manufacturer narrative:
This lead remains in service as all other measurements were within normal limits and the physician was not concerned with this lead. No adverse patient effects were reported. At this time, no additional information is available. If additional information becomes available, this report will be updated.